Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the emergency room after receiving a notification alert due to non-sustained lead noise episodes. The electrical function of the lead was normal and the noise could not be reproduced. Programming changes were made. The patient was doing fine and will continue to be monitored.